Event description:
The manufacturer received information alleging a ventilator was not delivering set oxygen percentage. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to a third party service center for evaluation. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. The device is pending to be repaired at a third party service center.